Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging battery compartment and case cracks. It was reported there were beads of moisture on the exterior of the pump case. The reporter stated they were unsure if the pump experienced moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/30/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:multiple battery compartment cracks were discovered during investigation. The battery cap was able to be properly secured to the pump. A battery compartment leak was detected during leak testing. No moisture was noted within the pump. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.